Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that post-op x-rays show that the screw is starting to back out, and the retaining ring is bending from the backout. No revision surgery has taken place at this time.